Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic administration. Approx five days post placement a home health care nurse experienced difficulty accessing the catheter. The patient returned to the hospital for a scheduled catheter exchange where it was noted the catheter had fractured and the distal portion of the catheter had detached and remained in the patient. Successful retrieval of the catheter segment utilizing a snare was uneventful and without any patient complications. Another PICC was successfully placed. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Since no difficulty was encountered accessing this device prior to this incident, co believes intial placement, user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.